Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. The device was received with cracked reservoir tube lip noted.(B)(4)

Event description:
Customer's mother reported via phone call, the customer has been experiencing high blood glucose over 400 mg/dl. She has been treating with manual injections. High blood glucose events have been reoccurring for four days and wants to ensure the insulin pump is working properly. An attempt was made to perform troubleshooting on the device, customer mother declined to perform steps. Customer's mother requested a replacement device and agreed to return the device for analysis.